Event description:
It was reported to medtronic neurosurgery that the drainage bag was found to leak postoperatively from the catheter and drainage bag connection. It was also reported that the patient was overall okay.

Manufacturer narrative:
Only the patient connection line and drainage bag of the kit were returned. The returned products met requirements for the patency check. The patient line tubing going into the most proximal male luer connector of the patient connection line was not securely adhered in the tubing joint and could be pulled free. Adhesive was observed on the tubing and in the interior of the tubing joint. Tape adhesive remnants were observed on the tubing near the joint and on the luer connector. It is unknown how or when the damaged occurred. The damage led to the patient connection line not meeting requirements for the leakage test. A review of the manufacturing and inspection records showed no anomalies.